Manufacturer narrative:
(B)(4). Date sent: 6/12/2026. D4 batch #: unknown. Investigation summary: call home revealed an invalid probe/probe authentication error. A probe returned with lot information ml25019754. Upon visual inspection, the probe looked normal. When the probe was connected there was an invalid probe message. Because of this error, it was not possible to verify the sn. The probe was disassembled and the in process sn was found. This was matched to the provided lot and belonged to a probe that was not to be sent to a customer since it was never programmed. Since the probe was never programmed, this probe will not be able to be used. It will give an invalid probe message with no available actions on the ui to deliver power. There is no danger to user or customer. The potential cause was an incorrect probe being sent to the customer.

Event description:
It was reported that during the percutaneous liver ablation procedure, the probe was faulty. No other information provided. No patient consequences.